Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/severe pain') in an adult female patient who had essure (batch no. C06470) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida and parity 3. Concurrent conditions included thrombosis and fibrin abnormal. Concomitant products included diazepam, ibuprofen, misoprostol and oxycodone hydrochloride. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding /heavy/abnormal bleeding/unusual bleeding"), menorrhagia ("prolonged menstruation"), dysmenorrhoea ("severe menstruation pain"), back pain ("severe back pain"), menstruation irregular ("irregular menstruation/unusual periods"), fallopian tube spasm ("left tubal spasms") and abdominal pain lower ("cramping"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, dysmenorrhoea, back pain, menstruation irregular, fallopian tube spasm and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, fallopian tube spasm, genital haemorrhage, menorrhagia, menstruation irregular and pelvic pain to be related to essure. The reporter commented: insertion details: the essure devices were passed into the tubal ostia on both sides with 3 number of coils on the left and 3 number of coils on the right remaining on the uterus. Concerning the injuries reported in this case, the following one was described in patients medical record confirming: "menstruation irregular". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2020: plaintiff information form received. Event "abdominal pain lower " was added. Previously reported event" genital bleeding " seriousness criterion was updated to non-serious. On 3-aug-2020: plaintiff information form received. No new clinical information received. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/severe pain") and genital haemorrhage ("bleeding /heavy/abnormal bleeding") in an adult female patient who had essure (batch no: c06470) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida and parity 3. Concurrent conditions included thrombosis and fibrin abnormal. Concomitant products included diazepam, ibuprofen, misoprostol and oxycodone hydrochloride. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("prolonged menstruation"), dysmenorrhoea ("severe menstruation pain"), back pain ("severe back pain"), menstruation irregular ("irregular "menstruation"") and fallopian tube spasm ("left tubal spasms"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, dysmenorrhoea, back pain, menstruation irregular and fallopian tube spasm outcome was unknown. The reporter considered back pain, dysmenorrhoea, fallopian tube spasm, genital haemorrhage, menorrhagia, menstruation irregular and pelvic pain to be related to essure. The reporter commented: insertion details: the essure devices were passed into the tubal ostia on both sides with 3 number of coils on the left and 3 number of coils on the right remaining on the uterus. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: menstruation irregular. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-may-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/severe pain") and genital haemorrhage ("bleeding /heavy/abnormal bleeding") in an adult female patient who had essure (batch no. C06470) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida and parity 3. Concurrent conditions included thrombosis and fibrin abnormal. Concomitant products included diazepam, ibuprofen, misoprostol and oxycodone hydrochloride. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("prolonged menstruation"), dysmenorrhoea ("severe menstruation pain"), back pain ("severe back pain"), menstruation irregular ("irregular menstruation") and fallopian tube spasm ("left tubal spasms"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, dysmenorrhoea, back pain, menstruation irregular and fallopian tube spasm outcome was unknown. The reporter considered back pain, dysmenorrhoea, fallopian tube spasm, genital haemorrhage, menorrhagia, menstruation irregular and pelvic pain to be related to essure. The reporter commented: insertion details: the essure devices were passed into the tubal ostia on both sides with 3 number of coils on the left and 3 number of coils on the right remaining on the uterus. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: menstruation irregular. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.